Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After rotablation was performed, a 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres, followed by 10 and 12 atmospheres on the second and third inflation. However, during the fourth inflation at 14 atmospheres, the balloon ruptured. The device was then replaced with a flextome cutting balloon catheter and the procedure was then completed. No patient complications were reported.